Event description:
It was reported that the pegasus gn 18ga x 1.16in prn-cap y experienced foreign matter in or on the device cannula/needle/catheter/fluid path components. Product defect was noted prior to use. The following information was provided by the initial reporter: it's noticed that foreign matter on the catheter after unwrapped the package.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9164563. Our records show that this is the only instance of foreign matter being reported for this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Due to the recent covid-19 outbreak the samples could not be returned for composite testing. Unfortunately without the ability to perform composite testing on the foreign material our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus gn 18ga x 1.16in prn-cap y experienced foreign matter in or on the device cannula/needle/catheter/fluid path components. Product defect was noted prior to use. The following information was provided by the initial reporter: it's noticed that foreign matter on the catheter after unwrapped the package.